Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
An adverse event was reported for patient no 27 in the (B)(6). The surgeon reported to the crm that the patient had mis surgery (B)(6) 2007. The hip was dislocated (B)(6) 2009. Recurring dislocation lead to revision surgery (B)(6) 2009 and hence, the patient was excluded from the study. At revision, signs of adverse reaction to the metallic implant. Infection followed and the implant was extracted (B)(6) 2010.